Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately one month after implant, patient presented with lead threshold of 3.3v @ 0.4ms. Threshold was 1.1v @ 0.4ms at implant. Lead was revised on (B)(6) 2019 and remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.